Event description:
Approximately one year and nine months post hvad implantation, the patient described that during a normal work day, his controller suddenly sounded a high priority alarm with messaging that no power sources were connected. He felt unwell. After replacing one battery, the controller stopped alarming. An elective controller exchange was also performed and four new batteries issued.

Manufacturer narrative:
The devices have been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of three reports (3007042319-2014-00574, 00575, and 00576) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and battery was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the returned devices met all requirements for release. Review of the logs confirmed a pump motor controller (pmc) reset that correlates with the reported audible alarm in the complaint description. The controller and (B)(4) passed visual and functional testing. Two concomitant batteries, (B)(4) , failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event an internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00574, -2014-00575, and -2014-00576) submitted for devices related to the same event.